Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found the optic and haptic torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
Received a damaged cc4204a, +22.0 diopter, intraocular lens. No reported patient injury.